Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that seals with the device were not as consistent as previously experienced by the surgeon. The surgeon felt the activation button behaved erratically, sometimes being overly sensitive and other times requiring the surgeon to press extra hard to activate the device. The regrasp alarm also went off regularly. There was minor bleeding and oozing, but no patient injury was reported. The surgeon was able to complete the procedure with the device.